Manufacturer narrative:
Sample was plasma collected in plasma separation tube and centrifuged for 5 minutes at 3000. Quality control has been within the customer's established ranges during the time of the discrepant results. On (B)(4) 2010, the field service engineer (fse) performed a system check that met published specifications. No hardware issues were noted. On (B)(6) 2010, the customer stated the 10,000 test maintenance was due at the time of the discrepant results. The fse replaced the aspirate probes. Customer stated no further discrepant results have been noted. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 3 of 3 reported by this customer. The related mdrs are 2122870-2011-03277, 2122870-2011-03278.

Event description:
Customer reported discrepant accu tni (troponin I) test results were obtained when using a unicel dxi 800 access immunoassay system. The initial test results were erroneous high, above the normal reference range. Upon repeat testing the results were in the normal reference range. Test results were reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This is event 3 of 3 reported by this customer for three patient samples tested on three different dates. For testing performed on (B)(6) 2010, data was not provided.